Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
It was reported that the device was missing some display segments. There was no patient involvement.

Event description:
It was reported that the device was missing some display segments. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that dim segment display recall completed. Replaced front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, latch module, and tube drive arm. Performed calibration. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the display board. A review of the device history record showed the device had a manufacture date of 29apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was missing some display segments. There was no patient involvement.